Manufacturer narrative:
Information contained in this report was previously submitted through psr on 13/feb/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: curved opening and flat creases. A weight test of the explanted material was verified and it was within specification. Microscopic analysis of the returned device identified: a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. The device was not implanted.

Event description:
Healthcare professional reports an implant broke during surgery. Inner silicone gel came in contact with the patient. Surgery was successfully completed with a backup device.